Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine. The indications for use were failed back surgery syndrome and spinal pain. In 2011, the pump came loose in the pocket.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.